Event description:
It was being reported that during the semi-annual maintenance of cardiosave intra aortic balloon pump (iabp). Fse had found that the cart handle cracked. There was no patient involved.

Manufacturer narrative:
Investigation closed date: 07/29/2024 additional contact details: contact person name: (B)(6). Contact person email: (B)(6). Occupation: biomedical engineer. A getinge field service engineer (fse) evaluated the unit and while during the semi-annual maintenance fse had found that the "cart handle" had a crack at where the "monitor base" attaches to the "cart handle". After that the fse had replaced the handle , cart and fse had also further functionally tested the cardiosave without any issues from which the cardiosave iabp services were being completed. Than the fse had further performed the safety , calibration and functionality checks according to the factory specifications. The unit was released to customer and cleared for use.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.